Event description:
It was reported the patient had gained weight causing communication to be difficult when charging the ipg. The phsyician repositioned the ipg in a new pocket on (B)(6) 2015 which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)